Event description:
(B)(6) said that the scooter turned over while attempting to drive from the road on to the side walk. As a result of the fall, (B)(6) said that the doctor said she had a chipped off tail bone, a cracked hip, something wrong with the vertebrae, and many scratches and bruises over her body. She went to the doctors and was released back on the same day for further observation.

Manufacturer narrative:
The user has not returned the luggie scooter to the dealer nor the importer for further evaluation. We're not able to get to know the scooter's condition at this stage.